Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer indicated that error messages were displayed by the erbe integrated electrosurgical unit (iesu) when activating the monopolar function. System logs confirmed repeated errors from the erbe vio iesu, indicating that the erbe device needed to be replaced. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection, the unit¿s front bezel was found to be damaged, and the top cover had chipped paint. The erbe was tested with the system, and upon powering the unit, error c-34 displayed which indicates indicating that the high frequency (hf) voltage was too low in the on state. The probable cause of customer reported issue is attributed to a faulty electrical component inside the erbe generator. These errors indicate a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Additional information obtained: the surgery was completed laparoscopically. The site used a bovie generator. The change did not result in increasing the port size or adding additional ports. The patient could tolerate the change. There was no patient injury. The site tried rebooting the dv system.